Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event.

Event description:
It was reported by the caller that a patient that had an ischemic left sided vt procedure yesterday (B)(6) 2014 passed away overnight. Bwi products in use during the procedure were: carto 3 system: ser# (B)(4) stockert generator: ser# (B)(4) cool flow pump: ser# (B)(4) rmt tc catheter: cat# nr7tcsiy lot# 16035053m 8 french acunav catheter: cat# 10135936 lot# OEM bi-directional deca catheter: cat# bd710df282rts lot# 16041367m d curve quad catheter: cat# d6dr252rt lot# 16072420m. Reported by (B)(6).

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00195) submitted in 2016 did not go through correctly.

Manufacturer narrative:
This supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00195) submitted in 2016 did not go through correctly. The type of report section g7 was miskenly marked as "initial", instead of follow-up#1. This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event. Corrections made to following sections: d9, g1, g3, g7, h3, h6, h10.

Manufacturer narrative:
This supplemental report is being submitted to correct the common device name and device procode (see section d2), correct the manufacturer's city (see section d3), update the device available for evaluation (see section d10), correct the initial reporter information (see section e1), correct the manufacturer's city (see section g2), update the report source (see section g3), provide the PMA/510(k) information (see section g5), update the device evaluated by manufacturer (see section h3), and correct the event and evaluation codes (see h6). The device referenced in this report was not returned for evaluation.